Event description:
The customer indicates that there is no ECG signal on the display. Unk if pt was involved. During the investigation, an intermittent ECG comm error code was identified. Attempts have been made to identify if a pt was involved during the event. In the event add'l info is received, a supplemental will be submitted.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The customer complaint was confirmed and a secondary finding during the investigation revealed that an intermittent ECG comm error code would occur. In both cases, the cause of the failures are caused by a weak connection between the cable (result code 423) and their connectors (results code 435) on the preamp circuit board. The connectors were removed and the cables were soldered directly to the circuit boards per present process to resolve the issue. Upon completion of repairs, the device was returned to the customer.